Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound transbronchial needle aspiration (ebus tbna) lung cancer staging procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician experienced difficulty puncturing nodal station 4r. On the second pass, when the physician applied a high force to puncture the cartilage, the adaptor disconnected from the scope. The procedure was halted and the scope and needle were removed from the patient. Upon examination, it was noted that the needle was curved, and as the needle was cleaned with water, the needle tip detached outside the patient. The procedure was completed with a difference device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). One expect pulmonary needle was received for analysis. A visual evaluation of the returned device found that the working length (sheath and needle) was bent at the distal end of the handle. The needle was broken and the distal piece of the broken needle was approximately 1.8 cm long. The needle was bent at the location of the breakage. The adapter was free of any obvious wear or damages. A dimensional verification found that the outer diameter of the needle was within specification. A functional evaluation noted that the stylet could not fully advance through the device due to the damage of the needle. The remaining portion of the needle was able to be extended and retract without any issue. The adapter could be securely mounted to a model of a scope attachment and the device could be attached to the adapter without issue. The complaint that the distal end of the needle was bent and detached was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the lungs during an endobronchial ultrasound transbronchial needle aspiration (ebus tbna) lung cancer staging procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician experienced difficulty puncturing nodal station 4r. On the second pass, when the physician applied a high force to puncture the cartilage, the adaptor disconnected from the scope. The procedure was halted and the scope and needle were removed from the patient. Upon examination, it was noted that the needle was curved, and as the needle was cleaned with water, the needle tip detached outside the patient. The procedure was completed with a difference device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.